Manufacturer narrative:
Dates of death and implant: dates estimated . (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information provided a conclusive cause for the reported death cannot be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Article title: prognostic impact of redo transcatheter mitral valve repair for recurrent mitral regurgitation.

Event description:
This is filed to report death. It was reported through a research article that the mitraclip may have contributed to death. Details are listed in the attached article, titled ¿prognostic impact of redo transcatheter mitral valve repair for recurrent mitral regurgitation.¿ no additional information was provided.